Manufacturer narrative:
The patient gender was updated to female (a3a section).

Manufacturer narrative:
Manufacturer report number 2017865-2025-10000 submitted on sep 22, 2025, this should have been 2017865-2025-28309.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was noted that the right atrial (ra) lead exhibited high pacing impedance and had an inadequate insertion issue. No intervention was performed. The patient was in stable condition and will continue to be monitored.